Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/24/2016 phone call, 10/25/2016 phone call, 10/26/2016 phone call. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. There was no reported patient injury.